Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital for a week. The customer¿s blood glucose level was 200 mg/dl. The insulin pump was kept without battery for a week. The insulin pump will not be returned for analysis.